Event description:
A 2.5 mm diameter x 12 mm length micro driver rx coronary stent system was inserted into a patient for the treatment of an lad lesion. The vessel morphology was reported to be non-tortuous with severe calcification and 90% stenosis. It was reported that the lesion was pre-dilated, and that the stent was deployed at the lesion site. An ivus catheter was advanced through the stent and was caught when pulling back. The physician was unable to withdraw the ivus catheter and the patient was sent to surgery. The patient underwent CABG and all devices were removed. It was reported that the patient was stable after the procedure. The physician stated that there was nothing wrong with the stent after deployment. The device was discarded. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.